Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the product did not cut the graft correctly ("mangled graft"). Additional information was requested and on (B)(4) 2013, the following was provided by the customer: during a split thickness skin graft to an abdominal wound closure on a (B)(6) female pt, the dermatome skipped along the surface of the skin, rather than gliding as usual. This rendered the graft unusable since it was only clumps and pieces. Upon opening a second dermatome, and re-prepping and re-draping for a third donor site, the graft was taken without incident (a second and third donor site was necessary to complete the procedure). There was a 15 minuted delay in surgery due to having to re-prep, re-drape for another donor site. Pt outcome was reported as good.